Event description:
During a coronary drug eluting stenting treatment procedure the stent dislodged in the catheter. In may 2005, the calcified target lesion was located in the mid saphenous vein graft. A balloon was advanced, but could not cross the lesion so there was no pre-dilatation performed. Once the balloon was withdrawn, the area was rewired and the phisician felt confident about the placement. A taxus express2 3.5x16mm drug eluting stent was then advanced, but was unable to cross the lesion. While the stent delivery system was pulled back into the guide catheter, the taxus express2 3.5x16mm drug eluting stent came off of the balloon, but remained on the catheter. Another of the same device was deployed. There were no patient complications.